Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was not included for evaluation as it remains within the pt. The delivery pusher was kinked and appeared buckled at the distal segment (3cm marker). The most distal end of the delivery pusher and evidence of thermal detachment as it was melted. The remainder of the delivery pusher was normal in appearance. The root cause of this complaint cannot be determined definitively, the device appears normal in specification. The device does not appear to have detached prior to a detachment attempt. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this build.

Event description:
It was reported that during the positioning of the last coil within an aneurysm, the coil prematurely detached partially in the microcatheter and the aneurysm. Approximately 1cm of coil remained in the parent artery. No attempt was made to retrieve the coil. No harm was reported. Pt info - pt identifier and weight are not available.